Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false upstream occlusions through the history log, but could not reproduce them. Evaluation discovered multiple cracks in the upstream sensor assembly tail pins, which were determined to be the cause of the reported symptom. The ultrasonic sensor, which contains the failed upstream sensor assembly tail pins, was replaced.

Event description:
It was reported that a spectrum pump alarmed "upstream occlusion!" When no occlusion was present. It was also reported that there was no patient involvment.